Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via a large-bore vein (>8f) sheath hole prior to a percutaneous coronary intervention procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of one new unspecified device was successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.